Manufacturer narrative:
One device was returned for repair with complaint of error code 46440. There was no relevant service history. Visual/functional testing was performed. The reported complaint was not duplicated. Performed preventive maintenance to correct the issue. The device passed all functional tests.

Event description:
It was reported that there was an error code 46440. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.